Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer had a calibration error and change sensor alarm. The customer's blood glucose level was 228 mg/dl. The troubleshooting was performed. The calibration error and change senor alarm was resolved by replacing sensor and returning bad sensor. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.